Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2024.

Event description:
Per the clinic, the patient developed an infection in middle ear. The patient also experienced extrusion of the electrode lead through tympanic membrane. Subsequently, the patient was treated with topical and oral antibiotics; however, the issue did not resolve. The device was explanted on (B)(6) 2024, reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on may 09, 2024.